Event description:
It was reported that during a percutaneous coronary intervention procedure a pressure issue occurred. The displayed pressure on the gauge of an encore 26 balloon catheter inflation device dropped at an unspecified time during a balloon inflation attempt. No balloon malfunctions or defects occurred. The procedure was completed with another of the same encore 26 inflation device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a pressure issue occurred. The displayed pressure on the gauge of an encore 26 balloon catheter inflation device dropped at an unspecified time during a balloon inflation attempt. No balloon malfunctions or defects occurred. The procedure was completed with another of the same encore 26 inflation device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed no visual damage of defects. The device self released at 45 atms therefore the unit failed functional testing. No air bubbles were emitted from the devices at 2 and 13 atms however the unit could not be inflated to 24 atms to leak test it as it self released at 24 atms. Guague accuracy test revealed that the device within parameters except that the unit could not be inflated to 26 atms to test gauge accuracy as it self released at 24 atms. There was no slippage of the needles. The unit passed side load and pressure damping testing. There was no bubble leakage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).

Manufacturer narrative:
(B)(4).